Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone number: (B)(6).

Event description:
The customer reported that during the afternoon of (B)(6), 2022, spo2 monitoring indicated an spo2 at 100% and then at 95% on the monitor screen while the sensor was detached from the patient's finger and stuck on the bed rail. The room's scope also indicated a saturation within normal values. The patient was actually at 65% spo2 because the o2 goggles were removed from the patient nose. This is considered a serious injury. The audit history was reviewed. There were no tracings from 4:35 pm to 4:55 pm. A philips technical support representative worked with the customer to perform testing by sticking a sensor on a barrier and found that a trace would appear. When the sensor was gently touched, it indicated 82% spo2.

Event description:
The customer reported that during the afternoon on (B)(6) 2022, spo2 monitoring indicated an spo2 at 100% and then at 95% on the monitor screen while the sensor was detached from the patient's finger and stuck on the bed rail. The rooms scope also indicated a saturation within normal values. The patient was actually at 65% spo2 because the o2 goggles were removed from the patient nose. This is considered a serious injury. The audit history was reviewed. There were no tracings from 4:35 pm to 4:55 pm. A philips technical support representative worked with the customer to perform testing by sticking a sensor on a barrier and found that a trace would appear. When the sensor was gently touched, it indicated 82% spo2. There was no product malfunction. The cause of the reported problem was that the users stuck the sensor on the bed rail. There is a warning in the product instructions for use, chapter ¿monitoring spo2¿ that addresses this issue. Warning with pulse oximetry, sensor movement, ambient light (especially strobe lights or flashing lights) or electromagnetic interference can give unexpected intermittent readings when the sensor is not attached. Especially bandage-type sensor designs are sensitive to minimal sensor movement that might occur when the sensor is dangling. This is considered a user issue. The customer was notified of the investigation findings.